Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the item did not have a key combo assigned. A technical support specialist (tss) advised the user to perform a cycle count to verify whether a key was required to open the item. The tss initially stated that the key combo had been assigned previously. However, after further review, the tss confirmed that the item was no longer assigned as a key combo. The tss followed up with the customer, but the customer did not respond after three attempts. So, the technical support specialist closed the case.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, the customer encountered an error when attempting to issue an item, which stated: item requires a key (refrigerator key) that is not assigned at this cabinet. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.